Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and a conclusive cause for the reported failure to grasp the leaflets could not be determined. However, the reported device damaged by another device (caused damage) appears to be due to user technique as the in-use clip interacted with the previously implanted clip and dislodged it. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip caused damage to another clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. One clip was implanted. The second clip delivery system (cds 80821u126) was advanced to the mitral valve. Grasping was performed, but there was no significant mr reduction. Several grasping attempts were made. While attempting to capture the leaflets, the anterior leaflet came out of the clip. Grasping was performed again, and the clip was deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The third cds (80831u125) was advanced to the mitral valve to stabilize the slda clip. Several grasps were performed, but a good grasp was not achieved. While inverting the clip to remove the cds, the third clip bumped the slda clip. The slda clip then detached from posterior leaflet and embolized to the right upper pulmonary vein. There was now a small flail where the clip had detached. The third clip was re-advanced to the valve and placed at the flail segment. The clip was implanted to treat the flail, reducing the mr to 2-3. The guide was then used to snare the detached clip. It was not possible to fully retract the clip into the guide; therefore, both devices were brought to the femoral vein. The guide was removed; however, the clip was stuck in the femoral vein and a cut down was performed to remove the clip. The patient was discharged the next day. No additional information was provided.